Event description:
It was reported that the pruitt f3 carotid shunt was leaking saline at the connection where the shunt lumen meets the stopcock. No injury was reported. It was reported that this was the second instance of this issue happening with this lot. The first failed device and the details of the first occurrence of this issue were not available. Please note that 1220948-2023-00036 was also submitted for the previous occurrence of this issue.

Manufacturer narrative:
The product from this incident was returned for evaluation. During testing the reported issue was confirmed. When fluid was inserted into the device a leak was observed at the connection between the shunt lumen and the stopcock hub. The root cause of the malfunction was determined to be a manufacturing operator error- not enough glue was applied on the stopcock joint during the assembly process. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Please note the device for the first reported incident was not returned for evaluation. Please note that report 1220948-2023-00036 was also reported for the initial occurrence of this issue.